Event description:
Additional information was received from the hcp confirming the removal of the left ipg and extensions due to an infection along with the removal a small cyst from scalp connector site on (B)(6) 2024. The patient returned to the operating room on (B)(6) 2024 for delayed positive connector site cultures, prompting removal of the remainder of their dbs system (bilateral leads, burr hole covers and apparatus). Additional information was received from the rep that the patient was put on antibiotics and they would probably be reimplanted in 3 months. The information was confirmed with the healthcare provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2024; product type: extension. Product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2024; product type: extension. Product ID: 3387s-40; lot#: va1b7vn; implanted: (B)(6) 2016; explanted: (B)(6) 2024; product type: lead. Product ID: 3387s-40; lot#: va1b7vn; implanted: (B)(6) 2016; explanted: (B)(6) 2024; product type: lead. Product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2020; product type: extension. Product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2020; product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020; explant date (B)(6) 2024 brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020; explant date (B)(6) 2024 brand name activa; product ID 3387s-40 (lot: va1b7vn); product type: 0200-lead; implant date (B)(6) 2016; explant date (B)(6) 2024 brand name activa; product ID 3387s-40 (lot: va1b7vn); product type: 0200-lead; implant date (B)(6) 2016; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was experiencing increasing pain and redness over their left implantable neurostimulator (ins) and more recently an ascending involvement along the extension wires with sensitivity to hair brushing during the last 3-5 days. Previously, swelling over the ins had improved with 10 days of having dicloxacillin. There were no noted fevers, drainage, or headaches. In (B)(6) 2018, patient had their right ins and extensions explanted and later reimplanted in (B)(6) 2018. Patient returned to the operating room due to the current signs and symptoms of an infected device and this prompted an explant of the ins and extensions. Prior to discharge, patient was put on intravenous (IV) antibiotics. A week later the patient was readmitted for the removal of the remainder of their deep brain stimulation (dbs) system (dbs leads, burr hole adaptors, burr hole covers) due to delayed cultures previously taken that resulted in positive for infection.